Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (type 2 endoleak). Conclusions: (type 2 endoleak).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a fusiform 47 x 40 mm thoracic aortic aneurysm several weeks ago using two stent grafts. The proximal neck diameter was 36 mm, the distal neck diameter was 30 mm. There was slight calcification around iliac artery. There was slight thrombosis around both necks the proximal and distal necks. The pt has a history of chronic hepatitis, hyperlithuria, angina, hypertension (under medication), af, diabetes, hyperlipidemia and thoracoabdominal aortic aneurysm. Seven days post implant, an unk endoleak was confirmed and the decision was made to monitor the pt without add'l intervention. Two weeks later, coil embolization of the lsa was performed and the endoleak decreased slightly. An add'l tevar procedure was performed where coil embolization was performed as the physician suspected the endoleak was a type ii endoleak. The endoleak decreased slightly and the physician was unable to determine whether it was a type I or a type iii endoleak. No add'l tevar procedure was performed and the stent grafts were just ballooned without placement of add'l stent grafts (see MFR # 2953200-2011-00784). No clinical sequelae were reported.